Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a enucleation of testicular tumors on (B)(6) 2019 and suture was used. The needle pulled off of the suture during use. Changed to another suture to complete surgery. There is no report on patient consequence. No additional information could be provided.